Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports the set screw broke intra-operatively. Another screw was available to complete the procedure with no adverse consequences.

Manufacturer narrative:
While it was initially identified that the product sample was available, 114 days have passed without arrival of the product sample. A review of the device history record (DHR) acknowledged that no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. A review of the complaint trend analysis found no observed trends for issues of this nature. Therefore, without a product sample, we are unable to confirm the reported issue or identify the root cause, and this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and product evaluated. Product not returned.

Manufacturer narrative:
The complaint file was re-opened upon receipt of the set screw. Visual inspection of the returned single inner setscrew [product code: 1797-02-000, lot no: annbvc] confirmed that the threads on the set screw had become torn. The root cause of the single inner setscrew becoming torn cannot positively be determined as there is insufficient information to draw any conclusions. However, the tearing of the screw threads is most likely indicative of inadvertent cross threading having occurred during screw tightening. As there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend this complaint file will be closed with no further action required.